Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol). It was reported that the physician believes this device's battery depleted prematurely. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.